Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-op implant of a leadless implantable pulse generator (ipg), the patient experienced a large volume of bleeding at the right femoral puncture site. Pressure was applied to the site, and a second stitch was inserted. The issue was resolved. No further patient complications have been reported as a result of this event.